Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to hospital for reasons unrelated to the device. During device interrogation prior to discharge, patient notifier alerts for out of range hv lead impedance measurements were observed. The hv lead impedance measurements were high, out of range, only for vectors involving the can. Dry pocket, scar tissue, or encapsulation as potential causes were discussed and further testing was recommended. The information will be discussed with the patient's following physician. The patient was stable throughout the interrogation and will continue to be monitored.